Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the power management board then performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was not recognizing battery #1. There was no patient involvement, and no adverse event reported.